Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Evaluation summary: no visible inconsistencies observed on all three leaflets. Suture holes were observed around the entire circumference of sewing ring. Two loose suture threads (near commissure 1) were also observed on inflow aspect of sewing ring. The wireform was intact, as evident in the x-ray. X-ray. Despite repeated attempts to receive further information regarding the event, no additional information was received. The explanted device was returned to edwards for analysis; however, there was no malfunction or deficiency of the valve observed. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible.